Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty loading insulin into 3 different cartridges. The customer change the needle on the syringe and the fourth cartridge was successfully loaded. The customer thought the source of the issue was due to the syringe needle tip; however, no damage or obstructions the tip could not be confirmed. The customer's blood glucose was not impacted.